Manufacturer narrative:
(B)(4). The date of the event onset was reported as an unknown date in (B)(6) 2015. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. Twenty five days prior to the receipt of this report, the patient was hospitalized for an unrelated medical condition. During the hospitalization in the same month, the patient experienced peritonitis. The cause of the peritonitis was unknown. During the same month, the patient was treated with an unspecified antibiotic (drug name, dose, route, frequency, and duration not reported) for peritonitis. Dianeal and extraneal therapies remained ongoing. At the time of this report, the patient is recovering, remains hospitalized and the antibiotic therapy is ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.